Event description:
The information received indicated that (B)(4) performed a test of this device inflation time. During testing of the balloon inflation time of a palmaz genesis stent on an opta pro balloon (10 x 79mm 80cm) the result for the balloon inflation time is 33s, 34s and 35s when the balloon was expanded to the maximum recommended inflation pressure (10atm). The product specification is - 30s. Repeat testing was performed by (B)(4) the results for this lot passed.

Manufacturer narrative:
(Medtronic indeflator was used). The additional information received indicated that this report involves three units of the same lot number that were used in the testing. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The device is not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15057665 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15057665. Sds-assy genesis subassembly lot 15056609 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. (B)(4). This nonconformance bares no relation to the complaint reported. Ca opro subassembly lot 15055462 was reviewed and (B)(4). A review of the manufacturing records was performed. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloon assy opro subassembly lot 15011855 was reviewed and (B)(4). It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Additional information will be submitted within 30 days from receipt.

Event description:
There were no kinks or other damages noted on the device. Leakage was not noted from the balloon, shaft, hub, or any other segment. Inflation was conducted with distilled water. The (B)(6) thinks that the first testing result more than 30 degrees is because the devices were not placed in a water bath at 37 (+/- 2) degrees celsius. Thus, they repeated this testing in a water bath and the testing result is passed.

Manufacturer narrative:
During testing of the balloon inflation time of a palmaz genesis stent on an opta pro balloon (10 x 79mm 80cm) the result for the balloon inflation time is 33s, 34s and 35s when the balloon was expanded to the maximum recommended inflation pressure (10atm). The product specification is 30s. When repeat testing was performed by sfda the results for this lot passed. Three units of the same lot number were used in the testing. There were no kinks or other damages noted on the device. Leakage was not noted from the balloon, shaft, hub, or any other segment. Inflation was conducted with distilled water. The sfda testing center thinks that the first testing result '30' is because the devices were not placed in a water bath at 37(±2) degrees celsius. Thus, they repeated this testing in a water bath and the testing results passed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15057665 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15057665. Sds-assy genesis subassembly lot 15056609 was reviewed and no units were rejected during the assembly of this lot. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Pths# 17313 was generated for lot 15056609 for an ucl point out of control in graph (opta pro long stent retention sds). No not take any action regard as the worst point in the graph of averages do not assume any remaining product quality and value obtained from the pull tests are higher than the specification (2.8n).the lot was released and the pths closed. This nonconformance bares no relation to the complaint reported. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Balloon opro subassembly lot 15011855 was reviewed and 100 units were rejected during the assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. It was observed during review that no nonconformance records were issued for this lot. No other incidents were noted that could be potentially related to the complaint reported. Inflation/deflation and burst test results were reviewed and no anomalies were found during manufacturing process of this lot. Based on the lack of information and the inability to assign or determine root cause no corrective actions will be taken at this time. Based on the information available, it appears that the difficulty experienced by the customer may have been caused by the operational context of the device and is not related to a product quality issue.